Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. Physician attempted to explant the rv lead but was unable due to a stenosed vein. Programming changes were made, and rv lead will be monitored. Patient condition was stable before, during, and after.